Event description:
According to the reporter, during a laparoscopic procedure, the tip of the jaw broke and the handles did not bind. Another device was used to complete the procedure. No patient injury has been noted.